Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tvc55 locked while the knob was being pushed. No more details were given. Another instrument was used to complete the case. There was no consequence to the pt.